Event description:
Caller reported a cartridge alarm issue with the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump with one that has updated software. Caller was advised to use manual daily injections as a backup insulin therapy. The caller was informed about procedures for returning the faulty pump and instructed on how to set up the replacement, including programming settings and connecting to their continuous glucose monitor. Replacement pump was shipped to the customer.